Event description:
Claimant¿s attorney reported to dexcom that the patient¿s receiver/display device allegedly failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 dexcom receiver. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia requiring medical treatment. Dexcom¿s legal counsel requested additional information from claimant¿s attorney and no further information was provided. This is 1 of 2 reports for the same patient. Related record: (B)(4).

Manufacturer narrative:
(B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the claimant¿s attorney. This is 1 of 2 reports for the same patient. Related record: (B)(4).

Event description:
No product was provided for investigation. Data was provided for investigation. The allegation of receiver/display device allegedly failed to alert was not found. However, the patient crossed their high glucose, low glucose, and urgent low glucose alert thresholds, which alerted as intended. Additionally, the patient entered a blood glucose meter calibration which resulted in confirmed inaccurate cgm values. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. D4 catalog no - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - additional.